Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer received motor error alarms on her insulin pump. Her blood glucose was unknown at the time of reporting. She was advised to revert to her backup plan. The insulin pump was returned. No additional information was reported.